Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to site issue on (B)(6) 2018. The customer¿s high blood glucose level was 400 mg/dl. The customer also reported that the site was itchy and red. The customer was treated with steroid cream in hospital. The insulin pump will not be returned for analysis.